Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported during on-site manufacturer visit that during covid as a result of the increased in cleaning they saw an increase in iui corrosion but not this is not an issue any more. There was no reported patient harm. Education was provided by manufacturer on proper iui cleaning. No devices are available for return and although requested no further information is available.